Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the robot didn't recognize even after wiping across back of the permanent cautery hook instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument passed a recognition test on an is3000 system. Failure analysis investigation also found the following unreported damages to the instrument: one grip cable on one side of distal clevis was derailed from the distal idler pulley. Yaw motion was non-intuitive as a result. Other cables at the wrist were not damaged. Various scratches on the distal end of the main tube with light material removal. The scratches were .030 - .456 in length and not axially aligned with the tube. The distal clevis was broken at the attachment with the proximal clevis. Material does not appear to removed as a result of the damage. Both broken fragments were still attached to the instrument. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.